Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported.(B)(4).

Manufacturer narrative:
Per the surgeon, it is believed that the subarachnoid hemorrhage (sah) was caused by an avulsion injury that occurred when retrieving the thrombectomy device from within the right middle cerebral artery. The patient's anatomy was reported to have been severely tortuous. (B)(4).

Event description:
Information received from the (B)(6). Medtronic (covidien) received a report stating that a patient experienced subarachnoid hemorrhage (sah) after treatment with solitaire fr. Prior to the procedure, the patient developed an acute stroke and was admitted to the hospital. T-pa (tissue plasminogen activator) treatment was not indicated for the patient. Therefore, mechanical thrombolysis was performed on the occluded vessel in the right middle cerebral artery m2. A solitaire fr was used on the same vessel twice during the procedure. The patient was tici0 and aol0. The tici did not change after treatment. Seven days after the procedure, the mrs (modified rankin score) was 5. Sah was observed by cranial CT (computed tomography) image taken after the treatment. It was determined that the sah was caused by the vessel being stretched as the solitaire was being retrieved. The patient condition has been monitored without antithrombotic therapy. Fifteen days post treatment procedure it was confirmed that the hematoma has not enlarged.